Event description:
The reporter stated that the omnipod 5 under-delivered insulin while the patient was sleeping during the night. The reporter stated that the patient became unresponsive, prompting the husband to call 911. The reporter further stated that the patient¿s blood glucose level was reported as 938 mg/dl, whereas it should have been approximately 100 mg/dl. The patient was transported to the hospital and admitted to the intensive care unit (ICU), where the patient remained from (B)(6) 2026 through (B)(6) 2026. No additional information is available at this time.